Event description:
The pt services rep (psr) of a male pt contacted lifecor customer support to report that the pt reported to her that he could not connect his electrode belt to his monitor. Psr stated that she also had trouble connecting the two. Support had the psr replace the electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defected the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.